Event description:
Hosp ER personnel responded to a drowning victim in cardiac arrest. The device was charged to 30 joules and discharged to the pt. According to the rptr, the device alarmed and displayed abnormal energy delivered and there was no indication that energy was delivered. The pt's ECG converted to asystole. CPR and drugs did not convert the asystole to a shockable rhythm and the pt was not resuscitated. The hosp risk mgr stated the reported event did not cause or contribute to the pt's death because the pt was not viable.